Event description:
Report received from the USA stating the device was "heating" and displayed an "e6 error". The device was not being used during a procedure. The date of the event is unknown. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
Ref: (B)(4).

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.